Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and two shocks for atrial fibrillation (af) with rapid ventricular response (rvr). It was noted that this was a single chamber system, making determination of the rhythm origin more challenging. It was further noted that the initial therapy did not terminate the rhythm; however, the second shock successfully terminated the episode. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.